Manufacturer narrative:
After battery installation, both the go back and left buttons did not work. After further review, there is corrosion and mold underneath the dome switches of these two buttons. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the button was pressed more than three minutes, but in fact was not, insulin pump was not expose to altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.